Manufacturer narrative:
This is one event (death) for the same patient involving two separate product; associated MDR reports: 1225714-2014-01198 and 1225714-2014-01199.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2006, after the use of the product.